Event description:
It was reported that the patient's electrode array migrated out of the cochlea. The patient was re-implanted in 2009, however, med-el was not informed about the scheduled re-implantation.

Manufacturer narrative:
The device has been explanted, however, the device was unfortunately disposed by the clinic and will not be received for investigation. When available, a complaint analysis will be submitted as a follow up report.